Manufacturer narrative:
Insulin pump received with no button response due to corroded keypad traces. No button error alarm during testing noted. Unable to perform all currents, unexpected restart error test, rewind, basic occlusion, occlusion, prime/delivery and excessive no delivery test or verify weak battery alarm, failed battery test alert and battery out limit alarm due to buttons not responding. No numbers scrolling and no frozen display during testing noted. Pump received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads. (B)(4).

Event description:
It was reported via phone call that numbers on display screen began to scroll without promp as customer was attempting to bolus. After customer changed battery, insulin pump received a weak battery alert and a battery out limit alarm. It was reported that alarm did not stop after troubleshooting. Insulin pump would be replaced.